Event description:
As reported by the user facility ((B)(4)): overinfusion: "the pump gave faster infusion than programmed ml/h for 2 days in a row. Coradrine inf. 900 mg/24h was given, and went in approximately 2 1/2 hours before estimated time to finish. This in spite of double control of the right amount, volume and pr 24/h".

Manufacturer narrative:
(B)(4). The history files were read and analyzed. The indicated behavior was not comprehensible. No therapy showed any abnormalities. Thereupon the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according (B)(4) was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
(B)(4). The sample has been received at our service department in (B)(4) and the investigaiton is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).